Event description:
Device 1 of 2. Reference MFR report #1627487-2014-00189. The pt (B)(6) was a participant in a clinical study. It was reported the pt's therapy system was explanted due to lack of efficacy. During the procedure, symptoms of a infection (sanious fluid and infectious granulation) were observed around the ipg. Antibiotics were administered to the pt as treatment.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.